Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted in (B)(6) 2018 due to hydrocephalus. In (B)(6) 2019, the patient, who was an infant, had spit up milk. The patient¿s current pressure setting was 2.0. The physician was not sure how to adjust the pressure setting due to the patient being young.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that adjusting the valve resolved the reported issue, and the patient was in good condition.